Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-5965 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2008] (male patient; age and weight are unknown). According to the complainant, they passed the clip through the scope and when they tried to open the clip, it was not opening . The doctor asked for another clip and it had the same problem. There were no patient complications reported as a result of this event. No further information regarding the patient's condition was available.

Manufacturer narrative:
The product was returned for analysis. Upon investigation, a kink in the control wire near the handle was revealed. The clip assembly was detached from the bushing, but still attached to the control wire by the tension breaker and yoke. The clip assembly was located a 1/4" outside the over sheath. The control wire was actuated and the clip assembly deployed. A root cause could not be determined for this complaint. The device deployed as designed.